Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating, the screen was black and was offline in remote support service. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating, the screen was black and was offline in remote support service. A field service engineer (fse) identified that the drawer controller was causing the boot problem. The fse then replaced the drawer 5.2 controller, rebooted the system and tested to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.